Event description:
It was reported that the patient experienced palpitations. A remote monitoring transmission revealed high atrial impedance. The patient went to the clinic, where the atrial impedance ranged from normal to high, with unstable threshold and possible fracture noted. Later oversensing was noted when the physician manipulated the patient's chest in the subclavian area. The physician also noted that the suture sleeve ties seemed tight. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; full lead returned and analyzed.